Event description:
A physician reported that during a cataract surgery an ophthalmic laser probe got stuck in trocar and could not enter into the eye. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The ophthalmic laser probe was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The ophthalmic laser probe sample testing was performed, and the laser probe was found to have a non-conforming optical fiber at connector. Trocar testing revealed the sample to have an irregular tip diameter; the tip was unable to be fully inserted through the trocar and got stuck. The reported event was confirmed. However, as to how or why the tip is nonconforming remains inconclusive. It should be noted that the laser probes are visually inspected during manufacturing per manufacturing assembly procedure (map) to verify the tips are conforming. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).